Manufacturer narrative:
Date sent to the FDA: 9/14/2020.

Manufacturer narrative:
Date sent to the FDA: 9/28/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-12112019-0000589415 submitted for adverse event which occurred on (B)(6) 2010. Mwr-12112019-0000589416 submitted for adverse event which occurred on (B)(6) 2011.

Event description:
It was reported by an attorney that the patient underwent incarcerated hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery with lysis of adhesions and enterorrhaphy on (B)(6) 2010 during which the surgeon noted buried, dense adhesions of the small bowel to the previous mesh and attempted to perform lysis of the adhesions laparoscopically, but due to the extreme density and tightness of the bowel adhesions on the mesh, had to undergo open lysis of adhesions. There was significant thinning of the fascia related to a diastasis process. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2011 during which the surgeon noted the previous mesh was superior to the umbilicus which required excision. The extensive lysis of dense intraabdominal adhesions took up about 50% of the operation. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, loss of appetite and stress and anxiety. No additional information is provided.